Event description:
Event description guidant received information that this tranvenous defibrillation lead had dislodged from this patient's ventricle. X-ray revealed the lead had migrated into the atrium. At the repositioning procedure, the physician reported the insulation was bunched up upon itself. He elected to explant the lead and replace it with another guidant lead. No other adverse events have been reported. The lead will be returned to guidant for testing.